Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a meal announcement while using the ilet, with a highest blood glucose of 363 mg/dl and an out-of-range duration of approximately three hours. Upon review during the call, the pump was delivering insulin and glucose values began to decline. Symptoms included not feeling well and mood changes. No outside assistance was required, and no medical intervention or hospitalization occurred. An investigation was conducted, including review of device-delivered insulin and system performance during the event, along with user counseling regarding first-day learning behavior and expected glycemic response. The investigation determined that the device was functioning as intended and that insulin delivery was occurring during the episode. The cause of the hyperglycemia remained unclear. Based on previously established findings for similar reports, it was concluded that the event represented hyperglycemia with cause unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.